Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Post-sensed t-wave oversensing on ventricular lead was observed. The patient received inappropriate hv therapy. The oversensing was noted on a stored egm. Intermittent far field r-wave oversensing was also occurring. The device was reprogrammed.